Event description:
Home pt reports calling baxter's technical service center for assistance after spiking a new bag onto the heater line spike of the homechoice set while troubleshooting through the check supply line alarm during homechoice treatment. Baxter technician assisted home pt in ending treatment for evening. No pt injury or medical intervention required per rn.